Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "pump is not working". No further specific information was provided. Customer did not respond to multiple follow up attempts by tandem technical support.